Event description:
The manufacturer received information alleging a ventilator had "cosmetic damage." There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was found to have a partial display. The device's lcd display was replaced to address the issue. The device had damage consistent with being dropped.